Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent implanting procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to implant a flexima biliary stent system in the choledoch and faced difficulty withdrawing the guide catheter which resulted in the guide catheter stretching and tearing. The entire delivery system was removed from the patient in one piece and the procedure was completed with another flexima biliary stent with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Exact age of patient is unknown but it is over 18 years old. The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent implanting procedure performed on (B)(6), 2010. According to the complainant, the physician attempted to implant a flexima biliary stent system in the choledoch and faced difficulty withdrawing the guide catheter which resulted in the guide catheter stretching and tearing. The entire delivery system was removed from the patient in one piece and the procedure was completed with another flexima biliary stent with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the push catheter was buckled. The guide catheter was broken into two pieces with some portion of the guide catheter remaining inside the delivery system. The guide catheter assembly was removed from the delivery system by detaching the stent from the delivery system and a kink/bend/indentation was observed near the distal tip which was likely due to the suture embedding inside the guide catheter assembly during retraction or deployment. The proximal end of the guide catheter was found stretched. The distal piece of the guide catheter exited through the stent assembly. The stent was found attached to the delivery system via suture. The suture was discolored likely due to customer usage of the device. During manufacturing, g.I stents (plastic) devices are 100% inspected for dimensional and cosmetic issues and also fep guide catheter assembly for working length integrity and any defects found are scrapped and documented in DHR. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.